Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise as well as t-wave oversensing after the smartpass feature disabled. Technical services (ts) discussed programming options. It was noted that smartpass disabled due to the presence of low signal amplitude measurements. Additional information was later received that inappropriate shocks were delivered in more than one episode due to continued oversensing of noise and t-wave oversensing. It was reported that oversensing was observed in all three programmed sensing vectors. The physician plans to continue monitoring at this time. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.